Manufacturer narrative:
The reported event of the rv-setscrew could not be loosened to remove the lead was not confirmed. No analysis could be performed on the rv-setscrew problem because the rv-setscrew/connector block portion of the header was not returned after the header was broken off the device while trying to free the lead in the or. Device has reached elective replacement interval (eri).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change. During the procedure, the right ventricular set screw of the old pacemaker would not loosen. The physician attempted to cut the header but damaged the rv lead. The lead was cut and capped. The old pacemaker was explanted and replaced. The patient was stable.